Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor exploded when she was trying to insert it, the sensor came apart. Customer's blood glucose was 140 mg/dl. Customer was advised the serter will be replaced. Customer will not be returning the serter for analysis.